Manufacturer narrative:
Evaluation of the returned ace60 confirmed a fracture on the proximal end. If the device is retracted against resistance, damage such as this may occur. Evaluation revealed that the distal end of the catheter was discolored and stretched, and coil winds were exposed. Based on the reported complaint, the root cause of this damage could not be determined. However, this damage may have contributed to resistance during retraction. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system ace 60 reperfusion catheter (ace60), a long sheath, and a guidewire. During the procedure, the physician advanced the ace60 into the target location. Before a pass could be completed, the physician retracted the ace60 and noticed that the proximal end of the ace60 was fractured. Therefore, the ace60 was removed. The procedure was completed using a new ace60 and the same sheath. There was no report of an adverse effect to the patient.